Event description:
It was reported that when tech pulled ac plug off the outlet, it sparked and burned part of the plug. The account did not attempt to plug laser to outlet after outlet was repaired. There was no patient involvement at the time the issue was presented.